Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
The customer reports that post-implant of a realize adjustable band, the band had to be removed due to slippage. The patient had three fills. There was a total of 9cc in the band at the time of explant. The patient began to experience heart burn and reflux. In (B)(6) 2010 it was detected by x-ray that the band had slipped. At that point all the fluid was removed from the band with the expectation that it would return to its original position. In the beginning or mid (B)(6) 2011, the band had returned to its original position: 4cc were placed into the band. It was later detected that the band had slipped again after the fill. The band was removed.